Event description:
After percutaneous angioplasty of an arteriovenous (av) fistula, the balloon separated from the deployment device and remained in the vessel. The percutaneous procedure was converted to an open incision and the balloon was retrieved.